Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) via a manufacturer representative (rep). Rep reports high impedances were observed on electrode #8 @ 40,000. Rep was able to successfully reprogram around the impedances. Rep reports the cause of the high impedances is unknown, and reprogramming around the impedances resolved the issue. No patient symptoms were reported.